Event description:
This pt has had continuous left knee pain and swelling. They are status post left knee arthroplasty in 1996. The pt was admitted for revision left total knee arthroplasty. During the procedure all components were removed and replaced.